Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The video bronchoscope was previously returned to pentax medical from a customer on 19-nov-2019. Inspection of the device was performed on 20-nov-2019 where the quality control inspector found the following: suction arm loose, insertion tube severe crush at stage 1, failed dry leak test, failed wet leak test, sn (B)(4) not applied, bending rubber leak at middle section, bending rubber pinhole, # 1 remote control button cover cracked, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: o-rings and seals, bending rubber, distal end assy with tube, distal joint screw m1, insertion flexible tube w/segment, remote control button(1)pb_free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The endoscope was repaired and approved by final qc on 04-dec-2019 and was delivered to the customer on 04-dec-2019 under delivery order 82106513.